Event description:
It was reported that during a hand assisted right colectomy procedure, the trocar was leaking even before an instrument was inserted. The gas was connected to the trocar. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.